Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and there were no repeated issues during the following case. It was stated that the issue reported was a normal system expectation. The fse advised against handling the instruments while the surgeon has control of the instruments. For best practice, the customer was advised to have the surgeon remove his/her head from the surgeon side console (ssc) viewer to make any instrument adjustments. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer stated that they were installing a monopolar energy cable on arm 3 when the surgeon had control of the instrument, and then unexpectedly, the instrument shot down into the patient hitting the sidewall. The customer and surgeon were startled. The procedure continued as planned. There was no reported injury.